Event description:
Account alleged that they observed 10% positive bias in the higher range for total bilirubin "dpd" values in neonates. The account perceives that this has been an ongoing issue with the analyzer and the t bilirubin reagent, and that they were not alerted of this problem in a timely manner. Customers have been notified of the bias for total bilirubin "dpd" caused with the new standardization. They were also notified of revised value assignments for precical and precitrols.